Manufacturer narrative:
Incomplete device returned. Probe returned without the shaft, no functional evaluation could be conducted. Device history record review did not show any issues.

Event description:
During pcs-17 probe testing in sterile water, the probe was thawed for 90 seconds without issue. Froze for 30 seconds with iceball formation, and then when switched back to thaw the probe kept getting colder and froze all the way up the shaft. Eventually (after about 10 seconds), the probe thawed.